Event description:
It was reported that the right ventricular lead had oversensing noted on isometrics and the lead integrity alert had triggered. The lead was reprogrammed and an x-ray ordered to ensure full seating of the lead pins. About five days after, the short interval counts (sic) had increased to 69 and five non-sustained high rate episodes had oversensing on the electrogram. The lead was possibly fractured and had high impedance. The physician elected to reprogram the sensitivity and re-evaluate the lead in one month. Again after about five days, the lead integrity alert triggered and the lead polarity was reprogrammed. The lead will now be re-evaluated in three weeks and remains in use. No patient complications have been reported as a result of this event.

Event description:
It was later reported that when the lead was re-evaluated, it was speculated that while there may be a lead fracture, it was more likely a partial set-screw insertion. The issue continues to be monitored and the device remains in use.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Product event summary: the lead was not returned for analysis, however performance data was collected from the device and analyzed. Analysis revealed 40 ventricular short interval counts (v-sic) beginning (B)(6) 2015 and non-sustained high rate episodes with evidence of lead noise oversensing. The pacing impedance had also increased to 893 ohms, up from a trend in the 500 ohm range. A lead integrity alert was triggered on (B)(6) 2015. Concomitant medical products : 4194-78, lead, implanted: (B)(6) 2007, 5076-52, lead, implanted: (B)(6) 2007. (B)(4).

Manufacturer narrative:
(B)(4).